Event description:
On 03-jan-2024, nurse assist received a complaint via e-mail from rqa stating that they received a voicemail from (B)(6) about her husband dying due to the product. Description of the voicemail: "yes, my name is (B)(6). My number is (B)(6). It is (B)(6) at about 12:35pm central time. I am calling about the mckesson sterile water. FDA class 1, recall. My husband utilized that and he died a septic shock. And the source was thought to be his biliary tubes, which he used your product to flush his tubes. You like to call me back, my name is (B)(6). (B)(6), thank you." On (B)(6) 2024, nurse assist reached out to (B)(6) to obtain more information about the adverse event. Description from the phone call: (B)(6) purchased a case of 37-6260 from amazon between july to september. Kramer used the bottles for irrigating her husband's biliary tube. Husband eventually died on (B)(6) 2023 due to septic shock. (B)(6) believes the 37-6260 bottles that were used to clean her husband's biliary tubes are linked to her husband's death. Husband had underlying illness (cancer) prior to using nurse assist product. (B)(6) used sterile syringes to withdraw the sterile water in the bottles to irrigate her husband's biliary tube. (B)(6) would reuse the bottles after its initial use.

Event description:
On 03-jan-2024, nurse assist received a complaint via e-mail from rqa stating that they received a voicemail from (B)(6) about her husband dying due to the product. Description of the voicemail: "yes, my name is (B)(6). My number is (B)(6). It is (B)(6) at about 12:35pm central time. I am calling about the mckesson sterile water. FDA class 1, recall. My husband utilized that and he died a septic shock. And the source was thought to be his biliary tubes, which he used your product to flush his tubes. You like to call me back, my name is (B)(6) thank you." On (B)(6) 2024, nurse assist reached out to (B)(6) to obtain more information about the adverse event. Description from the phone call: (B)(6) purchased a case of 37-6260 from amazon between july to september. (B)(6) used the bottles for irrigating her husband's biliary tube. Husband eventually died on (B)(6) 2023 due to septic shock. (B)(6) believes the 37-6260 bottles that were used to clean her husband's biliary tubes are linked to her husband's death. Husband had underlying illness (cancer) prior to using nurse assist product. (B)(6) used sterile syringes to withdraw the sterile water in the bottles to irrigate her husband's biliary tube. (B)(6) would reuse the bottles after its initial use.